Event description:
It¿s the coating over the tampon that¿s like a mesh material, that¿s being left behind [foreign body in reproductive tract]. Shedding off of the cotton into body [device breakage]. Tampon itself is coming out and the string, but the fiber that goes over the tampon it shredding [complication of device removal]. Case narrative: consumer reported via phone that the coating on the tampon is being left behind. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
It¿s the coating over the tampon that¿s like a mesh material, that¿s being left behind [foreign body in reproductive tract]. Shedding off of the cotton into body [device breakage]. Tampon itself is coming out and the string, but the fiber that goes over the tampon it shredding [complication of device removal]. Case narrative: consumer reported via phone that the coating on the tampon is being left behind. No serious injury was reported.